Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 20/2.5 mm balloon ruptured at 16 atms. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access, a terumo guidewire to cross the lesion. The quantum maverick monorail balloon was used to post-dilate a cypher stent. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.